Event description:
The pt was found unresponsive on dialysis at 3:50 pm. Nse was given. 911 was called. Doctor was here and ordered 2 amps of bicarb and 1 amp. Of 50% dextrose to be given. The pt did not respond. He was moved to the floor and CPR was initiated. The AED was applied. The paramedics arrived and shocked the pt several times. Doctor was notified and the pt's son was called and told to go to the ER.